Manufacturer narrative:
Medical products cont: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). It was also noted that the lead was implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.